Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to physical issue) was confirmed due to the belt receptacle guide pins being bent from the monitor enclosure, causing the belt to not properly insert into monitor. The root cause for the damaged receptacle was physical abuse. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing.